Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the fuses were found open. Fuses were replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system would not power on when booting up the imaging system. Imaging system was plugged into multiple working power outlets but the line power light was off. There was no patient present at the time of the issue.